Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was sent to the customer site. The cse identified the source of the smoke was coming from the instrument's power supply. The components in the power supply are flammability rated and will not catch fire when they fail. The cse replaced the failed power supply (astec/emerson) with a new power supply (tdk/vicor ). The cause of the failed power supply is unknown, however the type model (astec/emerson) is discontinued. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer observed smoke being emitted from an advia centaur xp instrument after testing a patient sample. A siemens customer service engineer (cse) was dispatched to the customer site to investigate the problem. There are no reports that treatment was prescribed or adverse health consequences due to the smoke emitted from the advia centaur xp instrument.